Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an inappropriate vf episode was observed in the ventricular channel as a result of oversensing and noise. The lead will be explanted during the elective replacement of the device.